Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "dr. (B)(6) was trying to put a larger size insert to trial with. During the insertion of the trial, he used the insert impactor to help him place the trial. While striking the insert with the impactor a piece of the trial broke off. The piece was easily found."